Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 214 mg/dl. The customer's current blood glucose was 511 and 304 mg/dl. The customer was treated with a bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was off the pump prior to hospitalization for less than 48 hours. The customer states the drive support cap appears normal. The customer performed high pressure test and it did pass. The insulin pump will not be returned for analysis.